Event description:
Attempted to infuse IV phenergan via syringe pump tubing. Tubing beeping occluded, source of occlusion checked by three separate rn's, none found. Medication was able to be infused though new tubing set. Safety issue as medication needs run via syringe pump in the pediatric population.